Event description:
Pt reported having unexplained high blood glucose levels. She disconnected from her site and tried to prime the tubing and no insulin came out of the tubing. Pump user did receive an e7 (electronic error) on her pump. Pump user stated that her blood glucose level was at (335 mg/dl) and she gave herself a bolus. At 3 a.m. Later that night her blood glucose level was at (355 mg/dl).